Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation the user's request was confirmed as the camera switch was misaligned. Additionally, the light guide lens had small crack and the tube had minor scratches. The air/water nozzle had water coming out of the side. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii colonovideoscope was experiencing display issues while in use. According to the initial reporter, the image was freezing. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.